Event description:
Philips received a complaint on the defibrillator/monitor indicating that in the course of electrical cardioversion, the defibrillator was already connected to the patient. After pressing the sync button before charging, the device failed completely. After 16 seconds, the device then started up again on its own. The device itself documented a device failure in the system memory, as well as the fact that a restart took place (time 09:54:23). However, the device was immediately taken out of service. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter informaton: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed.

Manufacturer narrative:
Update: this report is based on information provided by philips remote service engineer (rse) and authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the device failed when the sync button was pressed prior to charging. The device was delivered to the authorized service provider (asp) repair center. The asp evaluated the device and the device log, conducted the operation test with the result of no device malfunction detected, the device functions normally. The device returned to the customer site. The device log was reviewed by a product support engineer. On the date of the event a system shutdown due to the hardware watchdog was observed. The log also showed the device restarting. The ¿watchdog¿ reboot feature reboots the device in the event of a system timeout. This is designed to swiftly return the device to a fully operational state. Dfm100 system requirement specification (srs) requirement feat 7006 states ¿the device shall reboot if a device watchdog detects a critical failure or detects multiple non-critical failures¿. System timeouts are expected to be a rare occurrence. Based on the information available and the testing conducted, the cause of the reported problem was related to the ¿watchdog¿ reboot feature. Based on the information provided electric cardioversion was attempted on a patient for atrial fibrillation in sync mode with external paddles. The procedure was delayed by less than one minute until the replacement device was connected. The impacted device restarted independently without user intervention after 16 seconds. The patient's outcome was stable. The event has been classified as a serious injury based on medical safety judgment due to the serious deterioration of patient health that may occur due to delay of treatment. No actual harm was confirmed for this patient. A risk evaluation was performed and found that the risk has been assessed in the dfm100 safety risk assessment (sra). The observed risk is severity of s1 with probability of p1 and the predicted severity is s3 with probability of p1. System timeouts are expected to occur on an infrequent basis. When encountering a system timeout, the dmf100 devices hit a watchdog trigger and automatically reboot as specified in srs feat 7006. The device meets all claimed standards with respect to this issue. The device meets all applicable regulatory requirements with respect to this issue. The issue is identified in the dfm100 sra as a possibly hazardous situation. All risk mitigations are effective. If critical software fault is detected during execution, the error is logged, the device reboots, and an alarm is presented indicating that the device restarted due to failure. The device shall ship with persistent default values for all configuration items set to factory defaults. IFU shall warn user to provide CPR to patient (where appropriate: CPR should not be conducted for patients in non-shockable rhythms, such as vtach: sync mode is designed to convert vtach to a normal sinus rhythm) before the device returns to normal functionality, or a new defibrillation device is available. Device will include hardware and software watchdog checks, which would allow the device to be restarted in case of a failure. Based on the information available and results of additional analysis, no further action is necessary at this time. A software enhancement is in progress to ensure the device power feed is given the highest priority during use cases where the software is busy. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device log was reviewed by the product support engineer, who indicated that this issue was related to a software error. A request for a design change regarding the shutdown and reboot issue under sync mode was submitted under (B)(4) in the sbm system. Based on the information available and the testing conducted, the cause of the reported problem was related to the device software.